Event description:
E/s tip allegedly detached because the lock ring on the trumpet valve broke. This occurred while user had tip activated and the tip broke came in contact with and burnt the patient's bowel. Patient examined by general surgeon and fine.